Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a motor error alarm during bolus delivery. Customer states he got an MRI 3 weeks prior, but does not believe that contributed to motor error alarm. Customer's blood glucose was 204 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.